Event description:
A talent thoracic stent graft system was attempted in a pt for the endovascular treatment of a thoracic aneurysm 5.5 cm in diameter. Vessel iliac vessels were small in diameter, 7 mm, mild calcification, and no tortuosity. The device was being advanced however; due to the small in diameter vessel the delivery catheter dissected the right external and common iliac arteries. The device was removed from the pt and there were no kinks in the device. The physician repaired the dissection with placement of two self-expanding stents in the common iliac artery and an enterectomy in the common iliac artery, the repair took about 5 hours. The pt will be brought back at a later date for the treatment of the thoracic aneurysm with the use of a conduit. No additional clinical sequelae were reported, and the pt is fine.

Manufacturer narrative:
(B)(4): eval results/conclusions: arterial trauma/dissection/perforation. Small, mildly calcified vessels.